Manufacturer narrative:
The complaint received states that approximately seven months post index procedure this (B)(6) patient suffered and mi. The patient was enrolled in the (B)(6) with an unknown lesion and had a 3.5 x 13mm cypher stent implanted. There are no patient, lesion or procedure details available to date despite multiple requests. Approximately seven months post index procedure the patient experienced a myocardial infarction. The cypher stent remains implanted thus unavailable for analysis. There is no sterile lot number information available thus no DHR review could be performed. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information does not allow for an accurate assessment of potential contributing factors.

Event description:
The patient was enrolled in the (B)(6) with an unknown lesion and had a 3.5 x 13mm cypher stent implanted. Approximately seven months post index procedure the patient experienced a myocardial infarction.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.